Manufacturer narrative:
The returned smf stem, high offset neutral modular neck, and cobalt chrome head were examined visually, stereo microscopically, and microscopically. The purpose of this investigation was to evaluate the as-received components. No destructive testing was carried out. Bone on-growth was observed on the stiktite surface of the smf stem. The proximal portion of the smf stem exhibited gouging likely due to explantation. There were no scratches observed on the surface of the cocr femoral head. The cocr head exhibited signs of corrosion on the taper surface. Both taper junctions on the neck exhibited signs of corrosion. The head taper showed mud cracking on the taper surface. The edax showed this was chromium rich oxide layer. The neck taper showed metal transfer from the titanium stem. The expected metal transfer and corrosion observed on the taper surfaces of the modular neck and head were likely due to contact between the neck, head, and stem tapers during insertion of the components, subsequent in-vivo fatigue loading, and removal of the components. There were no indications of any manufacturing or material deviations found in this investigation.

Event description:
It was reported that a revision surgery was performed due to infection.